Event description:
During a laparoscopic appendenctomy the meso appendix was transected as well as the appendicial artery using a vascular reload. Post-operatively the pt developed bleeding at the staple line, which required a return to surgery and 4-5 units of blood. The device was discarded.